Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 25 mg/dl. The customer¿s other blood glucose was 176 mg/dl. The customer was treated with food. The customer stated that they was given a glass of orange juice. The customer also stated that they did not allege insulin pump was over delivering. The customer was declined troubleshooting. The insulin pump will not be returned for analysis.